Event description:
Procedure: laparoscopic hernia repair. Reportedly, the outer silicone layer of the balloon peeled off (delaminated). Pieces of silicone were retrieved from the pt cavity. No pt injury reported.